Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. On (B)(6) 2017, a tte revealed aortic stenosis (as). On (B)(6) 2017, the patient was hospitalized due to as that reportedly led to structural heart deterioration. The next day, a valve-in-valve procedure was performed. The patient was discharged on (B)(6) 2017. (Clinical study patient ID: (B)(6)).